Manufacturer narrative:
The engineering evaluation reported this experience was likely the result of a patient fall, which likely led to dislocation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation. The surgeon decided to do a revision because the patient fell and knocked their shoulder out of place. The surgeon opened the joint in regular fashion. He unlocked the +0 liner from the humeral adapter tray and retracted the stem and humerus out of the way. He then took out the 38 standard glenosphere. He then replaced it with a 38+4 lateralized glenosphere. After he put on the glenosphere he went back to the stem and trialed a 38+2.5 liner. He liked how stable the shoulder was with that implant and told me to open it. He then implanted a 38 +2.5 liner. He then reduced the shoulder. He then closed the joint in standard fashion.

Manufacturer narrative:
The following sections have corrected information: (g4) updated date received by manufacturer from 11-mar-2019 to 05-mar-2019.

Manufacturer narrative:
H11: (g4) the awareness date in the second follow up should have been 01-aug-2019.